Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors or handling of the device. However, a definitive root cause of the event could not be identified. The instruction manual states the inspection method associated with the event in " ltf-s300-10-3d, operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeled adhesive around the tip objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.